Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an iol (intraocular implant procedure), the iol was clogged at the tip of the nozzle. Also, stated that the leading haptic was fully extended when iol was inserted. The surgery was completed after replacing the injector with another one. No more information available.

Manufacturer narrative:
The device with the lens was returned in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to the fill line. The plunger has torn the optic edge near the trailing haptic. The optic was slightly rotated. The optic appeared torn also toward the leading haptic. The trailing haptic was misfolded into the optic. The leading haptic was curled in the gusset and extended with the distal tip outside the device tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A video was reviewed that shows a failure to advance the lens to the fill line. The trailing haptic and the optic were not fully folded because the lens was not advanced to the fill line. R&d (kb) reviewed the video. Too fast initial advancement and that is the primary cause for the unfolded leading haptic. It appears the issue may be related to eye tissue interference. Front edge of optic is ~5-6 mm back from the line and that is significant but does not matter if the lens was not delivered. The nozzle goes through the incision and the tip is well into the ac (anterior chamber). Then the lens is advanced about 6-7 mm and appears to push something which was not visible prior to insertion, so it must be what surgeon left in the tunnel incision, in the path of the nozzle tip. It could also be conjunctival material (surgeon grips that material layer and maybe scleral material with forceps to hold the eye and open the incision) pieces of this material would have been outside the incision and pushed all the way through the incision or partially through and that resulted in a blocking of lens exit that we cannot confirm. It looks like the loose material is all pushed out of the tip though or out from in front of tip (~ 6-7m of movement with ovd (ophthalmic viscoelastic device) being pushed out during that movement) and there is nothing left within the tip except lens and ovd. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. Based on the evaluation of the returned product and the review by manufacturing sites of the customer provided video, the root cause was determined to be most likely related to a failure to follow the IFU (instructions for use). Per the r&d review: too fast initial advancement was observed, and that is the primary cause for the unfolded leading haptic. It appears the issue may be related to eye tissue interference. Per the IFU: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. It is also unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).